Event description:
A malfunction alarm with code "malf 12" was reported by the customer, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer was informed to continue using the pump and advised to call back if any malfunction codes reappear.